Event description:
On the (B)(6) 2014, during an follow-up, it was noticed noise in the rv lead that led to 1 episodes of fv, without therapies. No x-ray was performed. The physician performed the maneuvers to exclude dislodgment of the lead and myopotentials. The physician decided to not perform a re-intervention. On (B)(6) 2015, during a follow-up, a warning message reported that ventricular lead impedance was measured under 200ohms. On (B)(6) 2015, the subject device had a 85min-1 magnet frequency. Consequently, it was replaced and should be returned for analysis.

Event description:
On the (B)(6) 2014, during an follow-up, it was noticed noise in the rv lead that led to 1 episodes of fv, without therapies. No x-ray was performed. The physician performed the maneuvers to exclude dislodgment of the lead and myopotentials. The physician decided to not perform a re-intervention. On (B)(6) 2015, during a follow-up, a warning message reported that ventricular lead impedance was measured under 200 ohms. On (B)(6) 2015, the subject device had a 85min-1 magnet frequency. Consequently, it was replaced and should be returned for analysis.